Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve was deployed and the valve frame would not expand fully with a gradient of 18 mmhg noted. A balloon aortic valvuloplasty (bav) was performed and during the bav, the balloon engaged the valve frame and pulled it out of position. The valve was snared and pulled above the coronaries. The patient was stable and the gradient was acceptable. The physician decided to leave the valve and not to implant a second valve at this time. No additional adverse patient effects were reported.